Manufacturer narrative:
The customer downloaded the rescue data from the AED and provided it to cardiac science along with additional information about the event. Analysis of the data is in process.

Event description:
A patient had an unwitnessed cardiac arrest. The first ems crew (emt/AED level only) arrived and attached their cardiac science AED to the patient. The AED advised and delivered a shock and CPR was resumed. The paramedic unit arrived with a manual defibrillator and after attaching the manual defibrillator to the patient the paramedics found the patient had an implanted pacemaker that was delivering conducted pacing impulses. The patient was without a palpable pulse and CPR was resumed. The patient did not survive.

Manufacturer narrative:
The rescue data file was downloaded from the AED by the customer and was sent, along with additional information about the rescue event, to cardiac science for analysis. Review of the data, which included cardiac science's medical director, concluded a shock was delivered to a non-shockable rhythm. The ECG characteristics of the patient's rhythm were unusual in that the t wave had a relatively high frequency component and high amplitude relative to the qrs. This resulted in double counting and a detected heart rate of roughly 200 bpm. This is what led to the recommendation for shock. The synchronized shock did not result in harm to the patient or a disruption in underlying cardiac rhythm.

Event description:
A patient had an unwitnessed cardiac arrest. The first ems crew (emt/AED level only) arrived and attached their cardiac science AED to the patient. The AED advised and delivered a shock and CPR was resumed. The paramedic unit arrived with a manual defibrillator and after attaching the manual defibrillator to the patient the paramedics found the patient had an implanted pacemaker that was delivering conducted pacing impulses. The patient was without a palpable pulse and CPR was resumed. The patient did not survive.